Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was tried to change her reservoir and kept getting compromised force sensor system alarms. Customer's blood glucose level was unknown. Customer reported that the insulin seems to be shooting out of the reservoir. Insulin pump will not be returned for analysis.